Event description:
Double lumen hickman catheter was placed in pt. Approx 2 months later, pt was having problems with catheter. It was determined that the catheter had become inflamed and tender. Pt was admitted to hosp for possible therapy of the hickman catheter infection. Pt was having some pain at the subclavian site. Injection with dye demonstrated that both ports have been compromised with leaks at ports. It was decided to remove catheter. Physician was removing the catheter and found that only three inches of it was removed. A fluoroscopy showed that the catheter had broken off and was transected at the level of the clavicle and had migrated into the superior vena cava. Pt taken to special procedure where the remainder of the catheter was removed successfully.